Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the cartridge was leaking. Customer's blood glucose level was 320 mg/dl. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.